Manufacturer narrative:
The field service engineer could not determine a cause. He checked all tubing in the ise flow path for leaks, cleared the waste tubing, replaced a valve, and replaced the reagents. He ran ise checks, precision, 150 ise samples, and calibration successfully. The customer ran qc with no further errors. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of analyzer alarms and a questionable ise indirect gen.2 potassium result for one patient from the cobas 6000 c501 module. The initial result was 5.11 mmol/l and was reported outside of the laboratory. The repeat result from another analyzer was 3.7 mmol/l and was believed to be correct. The electrode lot number was z9715. The expiration date was requested but was not provided.